Event description:
During a treatment the screen split into two parts; the left displayed the programmed flow rate and the right displayed a scroll of ones and zeros. No function key was accessible, the pumps stopped and the machine shut itself off. Blood circuit clotted. The pt was moved to another machine.